Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress seems very likely. However, to determine an exact root cause device investigation would be necessary. No information on possible further steps have been received.

Event description:
The child reported to have stopped responding to sounds with the device since may 2024, which was initially noticed by the attending speech therapist. Further proceedings are unknown.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The child reported to have stopped responding to sounds with the device since (B)(6) 2024, which was initially noticed by the attending speech therapist. Further proceedings are unknown.